Event description:
It was reported that while cord blood was being processed prior to freezing for storage, the freezer bag component of the device developed a leak after the user applied a heat seal to the upper bridge of the device?s freezing bag component. The user expressed the belief that the sealer used had been properly maintained, and that he had made the seal properly.

Manufacturer narrative:
The involved device was not initially returned by the reporter. Several photographs of the device, with pointers indicating the areas of leakage were provided by the reporter. These photographs served as the basis for the investigation. These photographs were insufficient to discern the cause for the leak, so the firm requested that the device be submitted, and it was. The bag was examined visually, first by the naked eye, then under high illumination and subsequently under high magnification. The leak was confirmed, and was localized with red dye tinted water. From this examination, it was clear that the leak was caused by an electrical arc-over during the user's sealing process, which punched a tiny hole in the shoulder area of the small compartment, just below the "bridge". On ordinary illumination, a darkened spot appears at this point, and on high magnification, a "blow out" shaped area of plastic can be seen where the arc melted the plastic. Photomicrographs revealed a u-shaped upward-deflected region where the arc penetrated, and a line immediately to the left (which shows some residual dye) that may represent the propagation of the arc into the actual seal. Since the line did not enter a chamber (either left or right), no leak actually occurred there. The user reported that the sealer had been checked and maintenance performed to insure it conformed to the operator manual prior to the seal. In addition, the operators cleaned the sealer and insured the bag was dry. The firm intends to confer with the manufacturer of the heat-sealer used by this facility to determine a root cause for this type of event, and to seek CAPA. Summary: the reported leak was confirmed and found to be caused by a hole created by the heat sealer of another manufacturer that the user employed to make seals. Collaboration with the heat sealer manufacturer is planned to determine root cause and possible CAPA. Unless substantially significant information becomes available, this constitutes a final report.